Event description:
It was reported that the cage fractured during insertion.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; the device was inspected and it's confirmed that the cage was fractured. No relevant manufacturing issues were identified as all units met specifications. The most likely cause of the reported event was determined to be user related: twisting and torque was used , which was not recommended in the surgical techniques.

Event description:
It was reported that the cage fractured during insertion.